Manufacturer narrative:
Complaint conclusion: as reported, the stent on a 5 x 40mm precise got stuck in the umbrella of an angioguard rx emboli capture guidewire and was unable to be released. The procedure was completed by changing to a product from another manufacturer. There were no reports of patient injury. The procedure that the device was attempted to be used in was a carotid stenting procedure. The operator was trained in the use of the device. The target vessel was the common carotid artery. The vessel characteristics at the target site included moderate calcification, moderate tortuosity, 90% stenosis, bifurcation, and chronic total occlusion. There was no thrombus present prior to, at, or after the lesion site. The lesion was pre-dilated prior to stent implantation using a non-cordis balloon at 10 kpa, resulting in 85% stenosis after pre-dilation. The product was stored, handled, and prepped according to the IFU, and no unusual observations were noted about the device prior to use. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. No difficulties were encountered flushing the filter introducer and deployment sheath, and normal flushing was observed with saline dripping out of the green handle. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser, and the two proximal antimigration clips on the device were removed prior to attempting to load/dock the device. A non-sterile unit angioguard rx emboli capture guidewire with product description ¿rx/5mm basket diameter/180cm¿ was received for analysis along with a cordis precise product 9x40. The angioguard rx emboli capture guidewire is being evaluated under complaint (B)(4) and the precise stent is being evaluated under complaint (B)(4). (B)(4): the returned components are the ecgw system, the capture sheath, and an unknown non-cordis capture sheath. A thorough inspection was performed on the unit observing that the filter of the ecgw system is stuck inside the distal tip of the precise unit. The distal tip of the guidewire is presenting with a kinked condition. The stent of the precise device is partially deployed. The hemostasis valve was returned tightly closed. No other outstanding details were noticed. Dimensional analysis was not performed due to the condition in which the unit was received. Functional analysis could not be performed because the filter of the ecgw system is stuck inside the distal tip and cannot be withdrawn. The distal tip was inspected with a vision system confirming that the filter assembly of the ecgw system is strongly stuck inside of the precise distal tip. The stent is partially deployed without any damages. The filter basket area was magnified with a vision system to perform the evaluation. As a result of this inspection no anomalies or damages were observed on the filter struts or in the membrane walls. The kink on the distal tip is confirmed and a unravel condition was also observed. The hypo tube of the stent was actuated pushing and pulling it and the stop traveled backward and forward indicating that the deployed mechanism is working as expected. (B)(4). A non-sterile ¿unknown precise pro¿ precise product 9x40 was received for analysis coiled inside of a clear plastic bag along with an rx/5mm basket diameter/180cm product. A thorough inspection was performed on the unit observing that the filter of the ecgw system is stuck inside the distal tip of the precise unit. The stent of the precise device is partially deployed. The hemostasis valve was returned tightly closed. No other outstanding details were noticed. The stroke length and the usable length was measured, dimensional analysis results were found within specification. The l2 length was measured, dimensional analysis result were found within specification. Stent deployment test to verify the functionality of the mechanism was not performed due to the filter of the ecgw system being stuck inside the distal tip of the precise device and cannot be removed impeding the ability to perform a proper stent deployment evaluation. The distal tip was inspected with a vision system confirming that the filter assembly of the ecgw system is strongly stuck inside of the precise distal tip impeding the stent deployment process. The stent is partially deployed without any damages. The hypotube was actuated pushing and pulling it and the stop traveled backward and forward indicating that the deployed mechanism is working as expected. The reported ¿distal tip (ecgw) unraveled/stretched¿ and ¿ecgw (embolic capture guidewire) resistance/friction¿ were observed during analysis of the returned devices. The distal tip is presenting a kinked and unraveled condition and the filter assembly of the ecgw system is stuck inside the inner lumen of the precise distal tip. The ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was observed as the device was received with the stent partially deployed. However, the exact causes of the reported event cannot be determined. Based on the information available for review, it is not possible to determine how the tip became damaged or how the filter assembly became stuck within the inner lumen of the precise ses distal tip. Vessel characteristics along with procedural factors and device handling were likely contributing factors. The IFU advises users to allow sufficient space between the lesion and filter basket to prevent interference with the distal tip of interventional devices. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Allow sufficient space between the lesion and filter basket to prevent interference with the distal tips of all other diagnostic and interventional devices (i.e., stent delivery systems, angioplasty balloons) to be used throughout the procedure. As is listed in the IFU, ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment.¿ according to the instructions for use, which is not intended to mitigate risk for precise ses, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ based on the available information provided by the customer and the product evaluation, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent on a 5 x 40mm precise got stuck in the umbrella of an angioguard rx emboli capture guidewire and was unable to be released. The procedure was completed by changing to a product from another manufacturer. There were no reports of patient injury. The procedure that the device was attempted to be used in was a carotid stenting procedure. The operated was trained in the use of the device. The target vessel was the common carotid artery. The vessel characteristics at the target site included moderate calcification, moderate tortuosity, 90% stenosis, bifurcation, and chronic total occlusion. There was no thrombus present prior to, at, or after the lesion site. The lesion was pre-dilated prior to stent implantation using a non-cordis balloon at 10 kpa, resulting in 85% stenosis after pre-dilation. The product was stored, handled, and prepped according to the IFU, and no unusual observations were noted about the device prior to use. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. No difficulties were encountered flushing the filter introducer and deployment sheath, and normal flushing was observed with saline dripping out of the green handle. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser, and the two proximal antimigration clips on the device were removed prior to attempting to load/dock the device. The device was returned for evaluation. Addendum: per pe findings, the distal tip presents a kinked and unraveled condition, and the returned precise device was received partially deployed.